Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance continuity tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and loss of capture (loc) at high output during the implant procedure. Repositioning did not resolve the issue. The lead was extracted and replaced. All measurements were within normal limits for the replacement lead. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.